Event description:
A report was received that the field sales engineer confirmed a 10h0 error code on the patient¿s remote control. Ipg firmware upgrade was attempted but was not successful. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the field sales engineer confirmed a 10h0 error code on the patient¿s remote control. Ipg firmware upgrade was attempted but was not successful. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction/removal reporting #: z-0960-2008;z-0961-2008.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.